Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been receiving ongoing, intermittent occlusion alarms. The pump supplies were changed to resolve the occlusions. There was no reported impact to the blood glucose. As the occlusion alarms had occurred in the past, troubleshooting to determine a possible cause could not be performed.